Event description:
It was reported that nurse stated the arctic sun device was getting and alert 113 (reduced water temperature control). Patient temperature was 35c, target temperature was 33c, water temperature was 30.8c and flow rate was 2.6lpm. System diagnostics showed that outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.8c, chiller temperature (t4) was 4.3c, water flow rate was 2.6lpm, inlet pressure was -4 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, system hours were 3033.2 and pump hours were 2759.4. They did not have another device available for use. Mss suggested to find alternate method for cooling. During the 2nd call, biomed sent in data files showing an alert 113 (reduced water temperature control) due to a failed mixing pump and requested a quote for the 2000 hours service. Per sample evaluation result received on 29nov2022, it was stated that the replace tank tubing due to expansion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated the arctic sun device was getting and alert 113 (reduced water temperature control). Patient temperature was 35c, target temperature was 33c, water temperature was 30.8c and flow rate was 2.6lpm. System diagnostics showed that outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.8c, chiller temperature (t4) was 4.3c, water flow rate was 2.6lpm, inlet pressure was -4 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, system hours were 3033.2 and pump hours were 2759.4. They did not have another device available for use. Mss suggested to find alternate method for cooling. During the 2nd call, biomed sent in data files showing an alert 113 (reduced water temperature control) due to a failed mixing pump and requested a quote for the 2000 hours service. Per sample evaluation result received on 29nov2022, it was stated that the replace tank tubing due to expansion.